Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated. Performed a visual inspection of the returned applicator and sensor pack and no issues were observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to(B)(6).

Event description:
A customer reported the adc freestyle libre sensor needle did not retract during application and it stayed stuck in her arm. The customer experienced pain and her mother, who is a healthcare professional removed the needle from the customer¿s arm. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor needle did not retract during application and it stayed stuck in her arm. The customer experienced pain and her mother, who is a healthcare professional removed the needle from the customer¿s arm. No additional treatment was required. There was no report of death or permanent injury associated with this event.